Manufacturer narrative:
(B)(4): physio-control evaluated the device but could not verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). The initial medwatch report indicates: physio-control evaluated the device but could not verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56 the initial medwatch report should indicate: physio-control evaluated the device but could not verify the reported failure. Physio-control replaced the power pcb assembly as a precaution and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Follow-up information: physio-control further evaluated the power pcb assembly but could not observe any failure of the power pcb assembly. A cause for the reported event could not be determined.

Event description:
It was reported to a physio-control service representative that the customer's device turned off by itself several times while it was used on a patient for monitoring. There was no adverse outcome for the patient reported.